Manufacturer narrative:
H10: per the customer¿s response, reprocessing was not conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual from the obtained information. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonvideoscope's the angle was heavy and difficult to use after the previous up angle repair. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to the wear of angle wire, the angle knob torque of up/down knob at free exceeded the standard value. Evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover had a white-clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, the control unit had discoloration, the universal cord had a wrinkle, and the paint on the suction cylinder was peeled. Additionally, the following had scratches: the bending section cover, connecting tube, and the universal cord. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle/channel was flushed with a detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.